Event description:
The band was implanted six months ago. The patient presented with abdominal pain. It was determined that the port had flipped. The clinician felt where the port was and determined it had flipped. It is unknown how many adjustments the patient had. The port was explanted on (B)(6), 2012 and replaced with a new one.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4). The injection port with the locking connector and tubing strain relief (tsr) were returned for evaluation. Upon visual inspection of the injection port, it was observed that the actuator ring was in unlocked position, hooks were retracted, and locking connector was in locked position. The tubing strain relief was returned in place. Biological debris were present inside actuator ring and hooks. Upon microscopic evaluation, it was observed that the septum was punctured 5 times. A functional test was performed on the injection port with a successful result, hooks were deployed and retracted. Device was returned fully functional. A review of the product's instruction for use (IFU) was performed with respect to port placement and it was noted that the realize applier is used to engage the fastening hooks of the injection port and secure the injection port on the fascia of the anterior rectus sheath or the abdominal oblique muscles. It is also noted that the port should be placed in a location in the patient that will minimize the risk of port migration or rotation. The injection port can be secured using sutures if appropriate fixation cannot be accomplished by the integrated fastening hooks. Port migration and port flipped are recognized events associated with gastric banding and the realize adjustable gastric band. A potential root cause of the reported events is that the port may not have been properly secured to the fascia resulting in the port movement. A device history record (DHR) review was performed, and no discrepancies were recorded during the manufacturing process. Therefore it is unlikely that a manufacturing issue contributed to the reported event.

Event description:
It was reported that post-implant of a realize adjustable band, the portion of the tubing that connects to the port was off centered and loose. The surgeon removed the port and replaced it with a new one. There was no reported patient consequence.